Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the tubing of their cycler set during dwell 4 of 5 of their pd treatment. The patient reported not receiving an alarm during treatment. The cause of the leak was broken tubing. Fluid was not discovered in the pump module area or on the external of the cassette. Upon follow up, the patient confirmed the reported fluid leak event occurred due to the patient line tubing pulling away from the cassette during treatment. There were no fluid leaks within the cycler or solution bags. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual inspection was confirmed a separation from the solution line (green clamp) to the cassette port. No solvent was observed in the tubing and port. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the tubing of their cycler set during dwell 4 of 5 of their pd treatment. The patient reported not receiving an alarm during treatment. The cause of the leak was broken tubing. Fluid was not discovered in the pump module area or on the external of the cassette. Upon follow up, the patient confirmed the reported fluid leak event occurred due to the patient line tubing pulling away from the cassette during treatment. There were no fluid leaks within the cycler or solution bags. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the tubing of their cycler set during dwell 4 of 5 of their pd treatment. The patient reported not receiving an alarm during treatment. The cause of the leak was broken tubing. Fluid was not discovered in the pump module area or on the external of the cassette. Upon follow up, the patient confirmed the reported fluid leak event occurred due to the patient line tubing pulling away from the cassette during treatment. There were no fluid leaks within the cycler or solution bags. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette is available to be returned to the manufacturer for physical evaluation.